Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. In addition, the contact stated the battery had to be charged for about 5 hours to get it to 100%. Contact stated the battery then depleted 50% within the one day. The contact declined to upload the pump data for review by tandem technical support. Reportedly the customer has manual injections as alternate insulin therapy. In addition, the contact reported the customer was experiencing elevated blood glucose (bg) levels 500s (mg/dl) with small trace ketones. Manual injections were used to address bg level. The contacts stated it was normal for them to assist the customer with any medications including diabetes management. The contact stated the cause for the elevated bg level was unknown. Reportedly, the customer stopped using the pump and began using manual injections and their bg level remained high. The contact declined to perform troubleshooting and stated they are already in contact with the customer's healthcare provider.